Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose (reported between 300-400 mg/dl on another case) and, lacking alternative therapy and not wanting to announce a meal, performed a fill tubing while connected to the infusion set to obtain insulin, after which glucose did not decrease. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Customer care agent performed investigative communication and review of device use. Investigation of this case revealed user-performed fill tubing while connected, which is contrary to instructions and can lead to unintended insulin delivery or inadequate correction, with no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and use error were the probable cause.